Event description:
It was reported that some rhythm pauses were observed during a stress test. ECG strips revealed that the atrial pacing spikes were giving a ventricular response. Lead dislodge- ment was suspected. The pulse generator was programmed to 70 ppm in vvi mode. The patient will be monitored.